Manufacturer narrative:
Device eval begun, but not yet completed.

Event description:
It was reported that while the device was in use at a cord blood processing facility, a leak from the transfer bag was detected as follows: previously collected umbilical cord blood had been transferred into the transfer bag component of the device and progressed through the stages of the centrifugation and addition of cryopreservative. The processed cord blood unit was then prepared to be suspended so that the cord blood could be transferred from the 200 ml transfer bag into the freezer bag portion for freezing. Prior to the transfer the technician noticed a few small slits in the freezer bag portion of the bag and in the tubing leading from the transfer bag, near the freezer bag. The contents of the transfer portion of the bag were transferred immediately into a new transfer bag set and re-centrifuged at 1300 rpm. The cord blood was then processed as usual without further incident.